Manufacturer narrative:
Results: evaluation of the returned product confirms that there is no sound when using the nurse call option. Visual inspection revealed that the led lens has been pushed into the case and a dust cover is missing from the battery compartment. Nurse call light is intermittent at the nurse call test fixture. The light will come on or stay off depending on the position of the nurse call cable. If the cable is moved inside the nurse call receptacle, the light will turn on and off intermittently. Note: posey instructions for use state: the posey keepsafe deluxe is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in svc with a pt, and each time before leaving the pt unattended. It the alarm and/or sensor do not function properly, remove the alarm and sensor from svc and replace them with a properly functioning alarm and/or sensor. (B)(4).

Event description:
Customer reported the alarm has power, however does not sound when used with the nurse call option. Customer reported the alarm does work with the pad alone. Customer confirmed they are using posey nurse call cables. Batteries have been replaced with new supply. No visible damage to the outside of the alarm was reported. Customer did not provide a date when this was discovered. No pt incident or injury was reported.